Event description:
The following was reported via medwatch/MDR report #mw5178401: a medwatch/MDR report (#mw5178401) indicated that, during a spine surgery, the tip of a ruggles cushing ivd straight 9 inches 1.5m (rn5980) broke off within the disc space. The detached tip was successfully retrieved using a magnet, and the surgical team verified that no foreign body remained. The incident resulted in a surgical delay, though the duration was not specified. No patient injury was reported

Manufacturer narrative:
The rn5980 ruggles cushing ivd: straight: 9 inches: 1.5 m was not returned for evaluation after three good faith attempts (gfes) were made. The lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history records (DHR) could not be reviewed. There has been no return of product for evaluation; therefore, the definitive root cause cannot be determined. The issue of breaking may be due to wear or rough handling.